Event description:
Per the clinic, the patient refused device use. The patient was put under sedation on (B)(6) 2013, to facilitate an analysis of the internal device using the integrity test system. The results of the test have not been made available as of the date of this report, (B)(4) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4) - implanted device remains.

Manufacturer narrative:
Per the clinic, an integrity test revealed on that the device was functioning per manufacturer's expectations per the clinic. The patient has discontinued use of the device (date not reported).this report is filed on july 11, 2013.